Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Additionally, it was reported that intermittent cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was in 179-370 mg/dl range.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while the alleged cartridge alarm 25 issue was verified in the pump logs; however, no failure was identified.